Manufacturer narrative:
According to the information received, the surgeon suspected an infectious abscess and necroting tissue in the right implanted ear. A treatment of the abscess was performed in (B)(6) 2018. During the surgery, the surgeon finally decided to go for explantation immediately because of the severity of the condition. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. However, during device investigation a damage to the active electrode likely caused by minute device mobility was determined; which must be assumed to be present whilst the device was implanted. The problems given in the recipient report appear to match the damage found. This is a combined initial and final report.

Event description:
The surgeon suspected an infectious abscess and necrotic tissue in the right implanted ear and scheduled the user for a drain and complete treatment of the abscess on (B)(6) 2018. During the surgery, the surgeon finally decided to go for explantation due to the severity of the condition. Other changes in patient's health were not observed. No information is available with regards to medical history for propensity to infections. The external coil magnet used for this patient was standard and appropriate. The main complaint was pain and edema at the implant site and the implant was initially found to be slightly movable and displaced at the clinic. However, it was stated in the device explantation report that the implant housing was found completely fixed before device removal. Reportedly, the user refuses to undergo re-implantation once the infection has cleared.